Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') and pelvic pain ('physical pain/ pelvic pain') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure with endometrial ablation performed". The patient's medical history included pid pelvic inflammatory disease, adnexal mass, pap smear abnormal, adenomyosis and pelvic adhesions. Previously administered products included for prevent pregnancy: mirena and lupron. Concurrent conditions included high cholesterol, gerd, attention deficit/hyperactivity disorder, heavy periods, nausea, seizure, suicide attempt (ingested a bunch of pills today in an effort to commit suicide), stress, drug overdose and epilepsy. Concomitant products included famotidine for gerd, ezetimibe;simvastatin (vytorin) for high cholesterol as well as alprazolam (xanax), alprazolam since (B)(6) 2009, amfetamine (amphetamine), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2009, celecoxib (celexa) since (B)(6) 2009, citalopram, ibuprofen from (B)(6) 2008 to (B)(6) 2009 and lorazepam (ativan) since (B)(6) 2009. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and attention deficit hyperactivity disorder ("psychological or psychiatric problems condition: adhd"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, depression, anxiety and attention deficit hyperactivity disorder outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, attention deficit hyperactivity disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2010 and (B)(6) 2007, (B)(6) 2007. Discrepancy noted in essure confirmation test. She received treatment for pain pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), migration she did not received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: outcome of the previously reported event- vaginal bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') and pelvic pain ('physical pain/ pelvic pain') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure with endometrial ablation performed". The patient's medical history included pid pelvic inflammatory disease, adnexal mass, pap smear abnormal, adenomyosis and pelvic adhesions. Previously administered products included for prevent pregnancy: mirena and lupron. Concurrent conditions included high cholesterol, gerd, attention deficit/hyperactivity disorder, heavy periods, nausea, seizure, suicide attempt (ingested a bunch of pills today in an effort to commit suicide), stress, drug overdose and epilepsy. Concomitant products included famotidine for gerd, ezetimibe;simvastatin (vytorin) for high cholesterol as well as alprazolam (xanax), alprazolam since (B)(6) 2009, amfetamine (amphetamine), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2009, celecoxib (celexa) since (B)(6) 2009, citalopram, ibuprofen from (B)(6) 2008 to (B)(6) 2009 and lorazepam (ativan) since (B)(6) 2009. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and attention deficit/hyperactivity disorder ("psychological or psychiatric problems condition: adhd"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, vaginal haemorrhage, dysmenorrhoea, dyspareunia, depression, anxiety and attention deficit/hyperactivity disorder outcome was unknown and the pelvic pain, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, attention deficit/hyperactivity disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2010 and(B)(6) 2007. Discrepancy noted in essure confirmation test. She received treatment for pain pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), migration. She did not received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, anxiety, depression, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure with endometrial ablation performed". The patient's medical history included pid pelvic inflammatory disease, adnexal mass, pap smear abnormal, adenomyosis and pelvic adhesions. Previously administered products included for prevent pregnancy: mirena and lupron. Concurrent conditions included high cholesterol, gerd, attention deficit/hyperactivity disorder, heavy periods, nausea, seizure, suicide attempt (ingested a bunch of pills today in an effort to commit suicide), stress, drug overdose and epilepsy. Concomitant products included famotidine for gerd, ezetimibe;simvastatin (vytorin) for high cholesterol as well as alprazolam (xanax), alprazolam since (B)(6) 2009, amfetamine (amphetamine), amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall) since (B)(6) 2009, celecoxib (celexa) since (B)(6) 2009, citalopram, ibuprofen from (B)(6) 2008 to (B)(6) 2009 and lorazepam (ativan) since (B)(6) 2009. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6)2010 and (B)(6) 2007. Discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, anxiety, depression, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), depression and mental anguish. Events per mr: essure with endometrial ablation performed. Medical history, concurrent condition and concomitant medication were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') and pelvic pain ('physical pain/ pelvic pain') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure with endometrial ablation performed". The patient's medical history included pid pelvic inflammatory disease, adnexal mass, pap smear abnormal, adenomyosis, pelvic adhesions, anxiety and endometrial ablation. Previously administered products included for prevent pregnancy: mirena and lupron. Concurrent conditions included high cholesterol, gerd, attention deficit/hyperactivity disorder, heavy periods, nausea, seizure, suicide attempt (ingested a bunch of pills today in an effort to commit suicide), stress, drug overdose and epilepsy. Concomitant products included famotidine for gerd, ezetimibe;simvastatin (vytorin) for high cholesterol as well as alprazolam (xanax), alprazolam since (B)(6) 2009, amfetamine (amphetamine), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2009, celecoxib (celexa) since (B)(6) 2009, citalopram, ibuprofen from (B)(6) 2008 to (B)(6) 2009 and lorazepam (ativan) since (B)(6) 2009. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and attention deficit hyperactivity disorder ("psychological or psychiatric problems condition: adhd"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, depression, anxiety and attention deficit hyperactivity disorder outcome was unknown and the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, attention deficit hyperactivity disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2010 and (B)(6) 2007, (B)(6) 2007. Discrepancy noted in essure confirmation test. She received treatment for pain pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), migration she did not received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: medical device monitoruing error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2021: mr received. Reporter information, other relevant history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') and pelvic pain ('physical pain/ pelvic pain') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure with endometrial ablation performed". The patient's medical history included pid pelvic inflammatory disease, adnexal mass, pap smear abnormal, adenomyosis and pelvic adhesions. Previously administered products included for prevent pregnancy: mirena and lupron. Concurrent conditions included high cholesterol, gerd, attention deficit/hyperactivity disorder, heavy periods, nausea, seizure, suicide attempt (ingested a bunch of pills today in an effort to commit suicide), stress, drug overdose and epilepsy. Concomitant products included famotidine for gerd, ezetimibe;simvastatin (vytorin) for high cholesterol as well as alprazolam (xanax), alprazolam since (B)(6) 2009, amfetamine (amphetamine), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2009, celecoxib (celexa) since (B)(6) 2009, citalopram, ibuprofen from (B)(6) 2008 to (B)(6) 2009 and lorazepam (ativan) since (B)(6) 2009. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and attention deficit/hyperactivity disorder ("psychological or psychiatric problems condition: adhd"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, vaginal haemorrhage, dysmenorrhoea, dyspareunia, depression, anxiety and attention deficit/hyperactivity disorder outcome was unknown and the pelvic pain, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, attention deficit/hyperactivity disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2010 and (B)(6) 2007. Discrepancy noted in essure confirmation test. She received treatment for pain pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), migration she did not received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, anxiety, depression, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: plaintiff fact sheet received. Events added from pfs- psychological or psychiatric problems condition: adhd. Onset date of event vaginal haemorrhage, menorrhagia, dyspareunia, pelvic pain were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') and pelvic pain ('physical pain/ pelvic pain') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure with endometrial ablation performed". The patient's medical history included pid pelvic inflammatory disease, adnexal mass, pap smear abnormal, adenomyosis and pelvic adhesions. Previously administered products included for prevent pregnancy: mirena and lupron. Concurrent conditions included high cholesterol, gerd, attention deficit/hyperactivity disorder, heavy periods, nausea, seizure, suicide attempt (ingested a bunch of pills today in an effort to commit suicide), stress, drug overdose and epilepsy. Concomitant products included famotidine for gerd, ezetimibe;simvastatin (vytorin) for high cholesterol as well as alprazolam (xanax), alprazolam since (B)(6) 2009, amfetamine (amphetamine), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since (B)(6) 2009, celecoxib (celexa) since (B)(6) 2009, citalopram, ibuprofen from (B)(6) 2008 to (B)(6) 2009 and lorazepam (ativan) since (B)(6) 2009. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, vaginal haemorrhage, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown and the pelvic pain, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2010 and (B)(6) 2007. Discrepancy noted in essure confirmation test. She received treatment for pain pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), migration she did not received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, anxiety, depression, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: events migration: yes added. Events pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding outcome updated. Suspect drug start date was updated from 20-dec-2007 to 01-jul-2008. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.